Manufacturer narrative:
The information provided date of event with the initial report was incorrect. The correct information has been included with this report. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer experienced symptoms such as vomiting and not feeling well. The customer was treated with insulin drip 6 units of insulin fluids. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.